Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a solution administration set that had air in the line. According to the report, the issue is experienced when the set is connected in a peripheric venous way and during the administration using soft plastic vials. There is no specific solution impacted and the reporter stated that it never happens with soft bag solutions. The reporter confirmed that the air vent cap was in closed position (only open for glass vials as stated). The condition occurred during patient use. There is no patient injury or medical intervention associated with this event. No additional information is available.